Event description:
It is reported that the procedure was to treat a 90% stenosed de novo lesion in the internal carotid artery with mild calcification and mild tortuosity. The 8tx40mm xact carotid stent system was advanced to the target lesion on a 0.014 abbott guide wire (gw). The stent was partially released; however, the handle became stuck and the stent could not be completely released. Therefore, carotid stent system was removed with the sheath and guide catheter as a single unit. The procedure was continued with another xact stent. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was unable to be confirmed. The reported partial activation failure was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified, mildly tortuous and 90% stenosed anatomy prevented the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported/noted partial activation/deployment failure. Manipulation of the compromised device through the sheath and guide catheter during removal likely resulted in the reported difficult to remove; further manipulation of the compromised x-act likely resulted in the noted material separation of the distal end tip with guide wire lumen and markers, as reported by the account. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.